Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt lost therapeutic effect about one month ago. The pt had two implanted dbs devices on the right side; one in the clavicle region and one in the abdomen. It was unk which device was affected but the return of symptoms was on the left side of the body. The pt was seen in the clinic in fair condition. The device could not be read to determine the status. Add'l info has been requested. See also MFR report #3004209178201000240.